Event description:
It was reported that the right ventricular (rv) lead¿s rv coil had high impedance and a possible fracture. It was noted that the sensing had fluctuated between 10 mv and 2 mv and the patient was in heart failure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood and in body tissue/fibrotic growth. (B)(4).